Event description:
It was reported that this right ventricular lead exhibited noise and under ensign. Further monitoring of the patient and an increase in patient medication were discussed. This patient will be evaluated in the near future. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).